Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 15-apr-2016. A legal claim was received. The plaintiff was implanted with essure for permanent sterilization and subsequently had the device removed due to complications. Company causality comment: this non-medically confirmed, spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced 10 utis (interpreted as urinary tract infections). A hysterectomy and salpingectomy were performed and during the surgery the doctor noticed that the coil in her left tube had perforated the tube (seen as fallopian tube perforation). Uti is unlisted in the reference safety information for essure while fallopian tube perforation is listed. Both are serious due to their medical importance. In this case, consumer experienced uti 10 days after essure insertion and during 10 months she had the essure she had 10 utis. Before the insertion procedure, universal precautions and sterile technique should be observed. Although this information was not reported, as with all trans-cervical procedures, the essure micro-insert placement can cause infection. Considering this information and a positive temporal relationship, a causal relationship between uti and suspect insert cannot be formally excluded. With regards to the other event, although the exact date and mechanism of perforation were not known, considering its nature a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-1654) on 21-oct-2015. The most recent information was received on 05-may-2017. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coil in my left tube had perforated the tube") and urinary tract infection ("10 utis") in a (B)(6) female patient who had essure (batch no. C9507c,c95070, c96070) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Concomitant products included bupivacaine (marcaine) on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 10 days after insertion of essure, the patient experienced urinary tract infection (seriousness criterion medically significant). In 2015, the patient experienced arthralgia ("hips also started hurting / knees started hurting / ankles started hurting / left and right wrist started hurting"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with dyspareunia, urethral pain ("urethra burned"), menorrhagia ("heavy period so heavy I would have to wear adult diapers to bed / but other months I would have 2 periods"), dysmenorrhoea ("painful periods / cramps were very painful"), menstruation delayed ("some months I wouldnt have a period"), back pain ("throbbing pain in my lower back / pressure in my lower back that was so bad it would bring me to my knees"), hot flush ("hot flashes"), alopecia ("hair was falling out"), urticaria ("hives on my back leg and face for over a month"), pruritus ("itching"), dizziness ("I would get extremely dizzy") and complication associated with device ("device complication"). The patient was treated with surgery (hysterectomy and salpingectomy in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation and urticaria had resolved and the urinary tract infection, urethral pain, menorrhagia, dysmenorrhoea, menstruation delayed, back pain, hot flush, alopecia, pruritus, dizziness, arthralgia and complication associated with device outcome was unknown. The reporter considered alopecia, arthralgia, back pain, complication associated with device, dizziness, dysmenorrhoea, fallopian tube perforation, hot flush, menorrhagia, menstruation delayed, pruritus, urethral pain, urinary tract infection and urticaria to be related to essure. The reporter commented: good visualization was achieved. The uterine cavity was normal. There were no submucous fibroids nor polyps. The endometrium was slightly thickened but not substantially. At the conclusion of the procedure, there were 5 trailing coils, both in the patient's right side and from the left side. Estimated blood loss: negligible. There were no complications quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-may-2017: lot numbers (c9507c,c95070, c96070), concomitant medication and reporter were added. Company causality comment: this non-medically confirmed, spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced 10 utis (interpreted as urinary tract infections). A hysterectomy and salpingectomy were performed and during the surgery the doctor noticed that the coil in her left tube had perforated the tube (seen as fallopian tube perforation). Uti is unlisted in the reference safety information for essure while fallopian tube perforation is listed. Both are serious due to their medical importance. In this case, consumer experienced uti 10 days after essure insertion and during 10 months she had the essure she had 10 utis. Before the insertion procedure, universal precautions and sterile technique should be observed. Although this information was not reported, as with all trans-cervical procedures, the essure micro-insert placement can cause infection. Considering this information and a positive temporal relationship, a causal relationship between uti and suspect insert cannot be formally excluded. With regards to the other event, although the exact date and mechanism of perforation were not known, considering its nature a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-1654, awareness date 21-oct-2015) which refers to female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. The consumer reported 10 days after the insertion procedure she had a urinary tract infection and in 10 months she had essure she had 10 utis and even when she did not have the uti her urethra burned. She stated never in her life she had heavy or painful periods until the 2nd period she had after getting essure; they were so heavy that she would have to wear adult diapers to bed the first 2 nights, she stated her cramps were very painful; some months she would not have a period but other months she would have 2. Those were the only problems she had for the first 5 or 6 months but then suddenly it started getting worse, she would get this throbbing pain and pressure in her lower back that was so bad it would bring her to her knees. The consumer mentioned she is a stay at home mom with 3 children, 2 or them in diapers and she had to have her (B)(6) daughter take care or her little brothers some days because she was in too much pain to care for them. She started having hot flashes, her hair was falling cut and she had hives on her back, leg and face for over a month, they did not always itch but even when they were not itching the bumps did not go away. On the days she was not in pain she would exercise but she had to quit exercising because she would get extremely dizzy. About 2 weeks before her hysterectomy and salpingectomy her left wrist started hurting and she thought maybe she sprained it or something but then the next day her right wrist ankles knees and hips also started hurting; the pain in her left wrist was the worse because it was constant for 2 weeks. She also reported her sex life became almost nonexistent because she it was too painful for her and sometimes she would have severe cramps in her abdomen for 2 days after having sex. She believed that those were all of the problems she had in the 10 months she had essure but she might have missed a couple because there were so many health problems during those months. In (B)(6) 2015, she had a hysterectomy and salpingectomy and she was already feeling better. The morning she went in for surgery her left wrist was hurting like it had been for 2 weeks. She mentioned the hives she had for over a month were finally gone. During the surgery her doctor saw that the coil in the left tube had perforated the tube and he believed that may have been the cause or the debilitating back pain she was having. Her husband had to take 2 weeks off of work to take care of her and their children while she recovers from surgery. Company causality comment this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced 10 utis (interpreted as urinary tract infections). A hysterectomy and salpingectomy were performed and during the surgery the doctor noticed that the coil in her left tube had perforated the tube (seen as fallopian tube perforation). Uti is unlisted in the reference safety information for essure while fallopian tube perforation is listed. Both are serious due to their medical importance. In this case, consumer experienced uti 10 days after essure insertion and during 10 months she had the essure she had 10 utis. Before the insertion procedure, universal precautions and sterile technique should be observed. Although this information was not reported, as with all trans-cervical procedures, the essure micro-insert placement can cause infection. Considering this information and a positive temporal relationship, a causal relationship between uti and suspect insert cannot be formally excluded. With regards to the other event, although the exact date and mechanism of perforation were not known, considering its nature a causal relationship with suspect insert cannot be excluded. Since surgical interventions were performed, this case was regarded as incident. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coil in my left tube had perforated the tube") and urinary tract infection ("10 utis") in a (B)(6) female patient who had essure (batch no. C95070(valid),c9507c&c96070(invali)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Concomitant products included bupivacaine (marcaine) on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 10 days after insertion of essure, the patient experienced urinary tract infection (seriousness criterion medically significant). In 2015, the patient experienced arthralgia ("hips also started hurting / knees started hurting / ankles started hurting / left and right wrist started hurting"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with dyspareunia, urethral pain ("urethra burned"), menorrhagia ("heavy period so heavy I would have to wear adult diapers to bed / but other months I would have 2 periods"), dysmenorrhoea ("painful periods / cramps were very painful"), menstruation delayed ("some months I wouldnt have a period"), back pain ("throbbing pain in my lower back / pressure in my lower back that was so bad it would bring me to my knees"), hot flush ("hot flashes"), alopecia ("hair was falling out"), urticaria ("hives on my back leg and face for over a month"), pruritus ("itching"), dizziness ("I would get extremely dizzy") and complication associated with device ("device complication"). The patient was treated with surgery (hysterectomy and salpingectomy in (B)(6) oct). Essure was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation and urticaria had resolved and the urinary tract infection, urethral pain, menorrhagia, dysmenorrhoea, menstruation delayed, back pain, hot flush, alopecia, pruritus, dizziness, arthralgia and complication associated with device outcome was unknown. The reporter considered alopecia, arthralgia, back pain, complication associated with device, dizziness, dysmenorrhoea, fallopian tube perforation, hot flush, menorrhagia, menstruation delayed, pruritus, urethral pain, urinary tract infection and urticaria to be related to essure. The reporter commented: good visualization was achieved.the uterine cavity was normal. There were no submucous fibroids nor polyps. The endometrium was slightly thickened but not substantially. At the conclusion of the procedure, there were 5 trailing coils, both in the patient's right side and from the left side. Estimated blood loss: negligible. There were no complications. Quality-safety evaluation of ptc: three possible lot numbers reported: c96070, c95070, and c9507c. The only valid essure lot is c95070. Based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 24-may-2017: quality safety evaluation for product technical complaint. Company causality comment: this non-medically confirmed, spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced 10 utis (interpreted as urinary tract infections). A hysterectomy and salpingectomy were performed and during the surgery the doctor noticed that the coil in her left tube had perforated the tube (seen as fallopian tube perforation). Uti is unlisted in the reference safety information for essure while fallopian tube perforation is listed. Both are serious due to their medical importance. In this case, consumer experienced uti 10 days after essure insertion and during 10 months she had the essure she had 10 utis. Before the insertion procedure, universal precautions and sterile technique should be observed. Although this information was not reported, as with all trans-cervical procedures, the essure micro-insert placement can cause infection. Considering this information and a positive temporal relationship, a causal relationship between uti and suspect insert cannot be formally excluded. With regards to the other event, although the exact date and mechanism of perforation were not known, considering its nature a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were reported. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 12-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced 10 uti's (interpreted as urinary tract infections). A hysterectomy and salpingectomy were performed and during the surgery the doctor noticed that the coil in her left tube had perforated the tube (seen as fallopian tube perforation). Uti is unlisted in the reference safety information for essure while fallopian tube perforation is listed. Both are serious due to their medical importance. In this case, consumer experienced uti 10 days after essure insertion and during 10 months she had the essure she had 10 uti's. Before the insertion procedure, universal precautions and sterile technique should be observed. Although this information was not reported, as with all trans-cervical procedures, the essure micro-insert placement can cause infection. Considering this information and a positive temporal relationship, a causal relationship between uti and suspect insert cannot be formally excluded. With regards to the other event, although the exact date and mechanism of perforation were not known, considering its nature a causal relationship with suspect insert cannot be excluded. Since surgical interventions were performed, this case was regarded as incident. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.